Event description:
It was reported that on friday (B)(6) 2013, the surgeon put in left secure-fit stem. The stem was subsided on (B)(6) 2013 and put in a better fitting stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested, but has been made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding stem subsidence involving a secur-fit max 127 hip stem #8 was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining the root cause.

Event description:
It was reported that friday (B)(6) 2013 the surgeon put in left secur-fit stem. The stem was subsided on (B)(6) 2013 and put in a better fitting stem.